Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility. During the evaluation, the reported issue of no response from probe buttons was confirmed. The probe buttons are intermittently unresponsive. The root cause is due to an internal failure with the probe. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Sr8 is no longer responding when customer pushes the buttons on their attached probe. (B)(6) 2022 found during evaluation: unit displays poor image quality.